Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse adjusted the ion-selective electrodes (ise) bowl height and ran wash 2 with the ise detergent. The cse performed a total service call and replaced a dilution tray (dtt) mixer rod. The cse then checked all the probes and the mixers and ran coefficient of variations. The cause of the discordant, falsely elevated ca_2c and the discordant, falsely low na results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated concentrated calcium (ca_2c) result was obtained on one patient sample on an advia 2400 instrument. Additionally, a discordant, falsely low sodium (na) result was obtained on the same patient sample. The discordant ca_2c result was not reported to the physician(s), while it is unknown if the discordant na result was reported to the physician(s). The sample was repeated twice for ca_2c and once for na on the same instrument, resulting lower both times for ca_2c and higher for na. The sample was then repeated on an alternate advia chemistry instrument for ca_2c, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2c and the discordant, falsely low na results.